Event description:
Complainant alleged that while attempting to defibrillate a male pt (age unk), the device displayed a "bridge test failed" message. Complainant indicated that the pt subsequently expired; however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.